Event description:
During a total extraperitoneal (tep) laparoscopic inguinal hernia repair procedure, the surgeon attempted to insert a single use dissector instrument into the patient's abdominal cavity. The trocar balloon seal failed to inflate when the surgeon attempted to introduce air. The surgeon ordered a second dissector system and the trocar balloon inflated correctly. The procedure was completed normally with no further incidents. Device sequestered and returned to biomedical engineer for reporting.the manufacturer assigned a complaint number and shipped out a return kit for evaluation and reporting of device.